Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient¿s mother that the patient had visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 1 and 4 hours on the arm. The patient¿s ketones at hospital were reported to be 0.9. Symptoms reported included vomiting, dry heaving and generally 'not feeling well'. The patient was treated with manual insulin injections at home, followed by blood tests, intravenous fluids and 2 units of novorapid insulin whilst in the ER. The patient left the ER the same day, when the patient¿s blood glucose levels had declined to 12 mmol/l (216 mg/dl). The reporter stated that the patient often uses their arms as pod sites due to the patient being quite lean, they were aware this can cause scar tissue and insulin absorption issues, which they think may be why the insulin was not absorbing effectively.